Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - in 1995; 510k number - unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to poly liner wear. The modular head and liner were removed and replaced.